Event description:
The customer reported that the reservoir of one (1) ce intermate sv 100 device ruptured during filling with sodium chloride. The sample had roughly 50 ml of normal saline filled when the technician heard a loud "pop" sound. A filter was not used while filling. According to the customer, the reservoir did not look torn, rather sliced and was not in a footed position. Fluid remained in the housing. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.